Manufacturer narrative:
Product was discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 353 mg/dl, a reading in the 300's mg/dl, and a reading in the 200's mg/dl.